Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the backup battery was dead, and the station was down. A field service engineer (fse) unboxed and installed the spare uninterruptible power supply (ups) onto the station cart which was located by the customer that was left at the facility by the implementation. The fse also verified the ups would keep the device powered on, by unplugging the wall plug, and no further tests were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, backup battery had dead. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.